Event description:
It was found that the unit had a broken lock bar strut which could affect supporting patient weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.